Manufacturer narrative:
Event date" not provided by reporter. (B)(4). The event is currently under investigation. Event date: not provided by reporter. (B)(4) . The event is currently under investigation.

Event description:
Description according to short form complaint filed: it is alleged that "pt had a gunther tulip mreye implanted on (B)(6) 2003 at (B)(6) by implanting surgeon (B)(6), m.d." Additional information received (B)(6) 2015: device was implanted because patient had dvt from car accident. An attempt was made to retrieve the filter on (B)(6) 2003. The patient is alleging that the filter fractured, migrated and a filter strut came out of the back of the thigh. This is alleged to have caused extreme pain, swelling and worry. The filter remains implanted. At this time, the event description represents all of the information made available to cook by the complainant. Additional information has been requested but not yet received.

Manufacturer narrative:
Date of event not provided by reporter. (B)(4). Evaluation- a review of the complaint history, device history record, manufacturing instructions (mi) and quality control (qc) was conducted for the purpose of this investigation. No imaging provided and patient's medical records are unknown. Therefore, unable to comment on the filter fracture, unsuccessful retrieval attempt or the extreme pain, swelling and worry, which patient allegedly suffered approx. 6 months after filter implant. However, fracture of the wire is an uncommon, but known risk in relation to filter implant. Fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration. By perforation of the ivc wall; by caught in a body structure (e.g. Renal vein). Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. The tulip filter is manufactured/inspected according to specifications. Based on information provided there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No other complaint have been reported or notes on the work order, nor on the filter under this lot.

Event description:
Description according to short form complaint filed: it is alleged that "pt had a günther tulip mreye implanted on (B)(6) 2003 at (B)(6) trauma center by implanting surgeon (B)(6), m.d." Additional information received 11aug2015: device was implanted because patient had dvt from car accident. An attempt was made to retrieve the filter on (B)(6) 2003. The patient is alleging that the filter fractured, migrated and a filter strut came out of the back of the thigh. This is alleged to have caused extreme pain, swelling and worry. The filter remains implanted. At this time, the event description represents all of the information made available to cook by the complainant. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/16/2015 as follows: the plaintiff allegedly received two cook filter implants on (B)(6) 2003 following a motor vehicle accident. The current complaint addresses only one of the filters (lot # 1228687, rpn igtcfs-45-fem). The current filter was allegedly implanted via right common femoral vein but failed to deploy into the ivc; the legs of the filter allegedly did not deploy. The attending physician allegedly then immediately tried to retrieve this filter, but was unsuccessful as the filter was ¿likely into a paravertebral collateral off the ivc.¿ clinical notes from (B)(6) 2003 allege that this filter remained ¿extraluminal, unexpanded and unremarkable¿ in a paravertebral vein; no attempt was made at that time to retrieve it. Per records provided by the plaintiff, this filter remains in the plaintiff¿s body. The plaintiff alleges migration, fracture, device unable to be retrieved, and anxiety.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip migration; fracture; device unable to be retrieved; anxiety, failed to deploy'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.